Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising thresholds. During the revision procedure the lead was accidentally cut and therefore the ra lead was removed and replaced. No patient complications have been reported as a result of this event.